Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. The account indicated the product was not available to evaluate. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company (1.50cyl), 20.5 diopter (add power +2.2/+3.2) lens was replaced with an unspecified, non-company, monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patients vision needs. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced vision is blurry. The iol was exchanged for the another lens model 3 months following the initial procedure. Clinical reason for the explant was mentioned as no improvement in patient vision. There are two medical device reports associated with this file. This report is associated with the left eye.